Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not getting relief from stimulation. The patient was prescribed medication and underwent an ipg explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.